Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a review of the patients chart it was noted that this left ventricular (lv) lead pacing thresholds had increased, and an x-ray showed that the lead had moved. There was no plan to explant or reposition the lead. The device was programmed accordingly. No adverse patient effects were reported.